Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an under infusion of pamidronate delivered to a pediatric patient. The infusion of pamidronate (500ml bag (60mg)) was programed to infuse at a rate of 150ml / hour over 3 hour 20 minutes. Approximately "halfway" through the infusion, the volume infused was noted to be less than expected. The pump module was changed and the infusion was completed at a rate of 180ml/ hour. The total 500ml volume was infused over 5 hours and 35 minutes. The patient's endocinologist (ordering provider) was notified and indicated that the longer duration would not have impacted the efficacy of the medication. There was no harm to patient.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2022-167472, which captured the correct suspect device per investigation report.

Event description:
It was reported that there was an under infusion of pamidronate delivered to a pediatric patient. The infusion of pamidronate (500ml bag (60mg)) was programed to infuse at a rate of 150ml / hour over 3 hour 20 minutes. Approximately "halfway" through the infusion, the volume infused was noted to be less than expected. The pump module was changed and the infusion was completed at a rate of 180ml/ hour. The total 500ml volume was infused over 5 hours and 35 minutes. The patient's endocinologist (ordering provider) was notified and indicated that the longer duration would not have impacted the efficacy of the medication. There was no harm to patient.